Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch hap856, mfg date: 01/27/2014, exp date: 01/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, bleeding from the thrusting part was found because the swage area of the needle was thicker than usual. There was a lot of ooze so a styptic was used to stop the bleeding. No additional information was provided.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed. User handling of needle by the barrel is the most probable cause of this cracked barrel which caused needle barrel to flare out. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."